Event description:
It was reported during a bilateral salpingo-oophorectomy the surgeon was using the ets flex. After approx the tissue with trigger number 1, dr attempted to fire trigger number 2 found it was difficult to fire and then got the help of the assistant. The assistant then pulled the trigger while the surgeon held the instrument. When the trigger was fired, the staple and the cut line only formed one third of the way. There was no staples or cut line noted on the remaining 2/3 of cut line. The jaws of the device would not reopen when the release button was pressed. The assistant physically pulled the release button back in order to get the jaws to release. A tsw35 was opened to proceed with the case. After approx the tissue trigger was secured, the surgeon's assistant pulled the firing trigger. There was not staples fired or tissue cut when they released with the release button and the reload fell into the abdominal cavity with some small pieces of white plastic from the reload as well. Both instruments are being returned. 11/11/97 the rep reports the surgeon attempted to pull the trigger and fire the device and could not do so. She did not release the firing trigger and then sought the help of her assistant to complete firing. On the second device, tsw35, all the pieces were removed from the pt. The rep stated the physician has arthritis in her hands and has inserviced the surgeon since the event date.